Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm 11400 pericardial mitral valve, implanted for approximately 10 months, was explanted due to infiltration of foreign body giant cell (pannus) casing, decreased leaflet mobility, mitral stenosis, and regurgitation. The explanted device was replaced with a non-edwards valve with no patient adverse event reported. The patient status was reported as 'recovered'. The surgeon commented that there is no relationship between the event and the device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) . Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The pannus in this case was impacted by the progression of the patient's underlying valvular disease pathology with nonstructural dysfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.